Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: customer returned a photo of the shelf carton of 4mm, 32g pen needles and one open 4mm, 32g pen needle without the tear drop label. Customer states that the needle was resistant to entering the skin and he noticed a material when checking the needle. The returned pen needle was examined under the microscope and under uv light and exhibited what appeared to be adhesive splatter on the shaft of the patient end of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive. No damage to the cannula point was observed. The adhesive splatter on the shaft of the patient end of the cannula may have prevented smooth injection into the skin. Sample will be forwarded to manufacturing (ireland) on 15sep2017 for further investigation. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded that bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time UDI#: (B)(4).

Event description:
It was reported that the consumer noticed foreign matter attached to the 32 g x 4 mm bd ultra fine¿ insulin pen needle. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: one open 32g x 4mm pen needle sample and one photo were returned from lot. No. 6166527, cat. No. 320478. Visual examination was carried out on the returned sample and foreign matter was observed on the patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause of this issue is adhesive splatter from the dispense system. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.